Manufacturer narrative:
At this time, product has not yet been returned. A valid lot or serial number was not provided for test strips. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle insulinx meter were reviewed, and the dhrs showed the freestyle insulinx meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc blood glucose meter. The customer experienced shaking and dizziness, and had contact with a healthcare professional. The caller reported an adc meter reading of 5.0 mmol/l as compared to a healthcare meter reading of 2.8 mmol/l, taken unknown time apart. The customer was reportedly treated with insulin (dose/type unknown) and unspecified tablets by the healthcare professional for a diagnosis of hypoglycemia. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.